Event description:
It was reported that patient presented for a new system implant. During the procedure, the pulse generator exhibited loss of output and the patient experienced asystole and lost consciousness briefly. A temporary pacing lead was used to restore pacing. The device was not used and replaced. No further information was available.

Manufacturer narrative:
The reported field event of no output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.